Event description:
It was reported to philips that the device reboot after replace som pca. It's unknown whether there's patient involved, request for additional information has been sent,there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.